Event description:
User experienced troponin t result on a 3 hour pt sample that did not fit the clinical picture. Three samples from one pt were drawn at 3 hour intervals. Baseline sample (primary tube) result <0.010 ng/ml, 3 hour sample result 0.705 ng/ml, 6 hour sample result <0.010 ng/ml. The 3 hour sample did not have enough sample for rerun. The erroneous result was reported, the pt was not adversely affected. The field service rep was unable to duplicate issue or determine root cause. Performance tests performed which were within specification.